Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No conclusion can be drawn. This report mailed in to the FDA on: (B)(4) 2011.

Event description:
A surgeon reported that the gas is behaving differently than usual. He stated that it is remaining in the eye for a shorter time. He reported that there was no patient harm. No patient identifiers were provided. The lot number was not provided.